Event description:
It was reported that the lead integrity alert (lia) was loaded then the device was interrogated. The lead impedance trends were not available with a message of "data is invalid". The impedances were available on translation but not on the programmer. It was later reported that the patient was receiving radiation therapy which corrupted some memory so the programmer and carelink monitor do not display the lead trend data. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.